Manufacturer narrative:
A search for non-conformance's associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that, detachment issue occurred with the web device. Tested for device/wdc2 patency pre-deployment which was satisfactory. Web 7x3 deployed in the target aneurysm successfully but noted device non-detachment despite multiple detachment cycles. Audio beeps heard when attempting detachment but device was not detached. Web removed and another web was deployed successfully using the same via 17 microcatheter and using the same wdc2 handle. No patient injury was reported.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant -introducer items not returned for evaluation: -dispenser hoop -microcatheter -controller the web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 7.0 ± 0.7, height(mm)= 3.0 ± 0.4), but the hypotube was found kinked at the middle section. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. Further inspection found the black lead wire broken at the distal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the broken lead wire. The investigation of the returned web system found the hypotube kinked at the middle section. The unit did not pass continuity and resistance testing. Further inspection found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.